Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received and patient alleges tibial component loosening. After review of the medical records it confirmed tibial component loosening.

Manufacturer narrative:
Device received. Conclusion and justification status for MDR: update investigation march 26, 2015: explants and cd of x-rays was received. The material evaluation found no defects or inclusions that could have contributed to the loosening. X-rays show the tibial stem in a valgus position, with possible posterior subsidence. Loosening of the stem may have altered the alignment between the two components. During the revision surgery, at least 6-7mm was removed from the proximal tibia in order to create a suitable surface for cementing the tibial tray. A medial defect, due to a previous ¿significant varus cut¿, was previously observed. The poor bone quality of the proximal tibia was also evident in the x-rays. Poor bone quality can lead to loosening of components, as the bone may not be able to withstand the induced stresses. The patient is obese with a bmi of over 36. IFU¿s caution surgeons regarding use in obese patients where there is a tendency to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the prosthesis. Additionally, the patient was reported to have been involved in a motor vehicle accident on (B)(6) 2011, where he suffered a right knee contusion. This event may have had an adverse impact on the arthroplasty components or the surrounding bone. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the supplied medical records confirmed loosening of the tibial component. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not conclusively identify the root cause of the device loosening based on the available information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.